Event description:
It was reported that the patient's low battery alarm occurred on 04/16/2008. The patient was symptomatic with underdose symptoms including increased tone to the point that he was rigid and agitated with tongue thrusting and storming. Bowel, bladder and skin were reviewed and were within normal limits. His vital signs were stable; however, his temperature and blood pressure were elevated from baseline. The patient's mom reported that the patient had slept well with his "current night time cocktail" of lamictal, keppra, seroquel, knonodine, clorazepate and an every night trazadone. He had also been getting periactin, 8 mg, every 8 hours. The patient woke up at 0600 hours on the morning of 2008 with all of the same symptoms noted above. The patient had been given 20 mg of baclofen at 0730. The alarm had not been heard since the previous night. The patient was scheduled for surgery five days later and had caregivers through the weekend, but the mother was concerned that the patient would have a difficult time with all of his symptoms until that time. The concentration and daily dose of baclofen being administered via the pump were not reported.

Manufacturer narrative:
A f/u report will be submitted if add'l info becomes available.